Manufacturer narrative:
Insulin pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that their was crack on the rim of reservoir compartment. The customer¿s blood glucose level was unknown. Customer also stated that the reservoir was able to lock in place. The insulin pump will be returned for analysis.